Event description:
Dr called to report four to six home care patients who developed klebsiella pneumoniae bacteremia while using prefilled syringes for central line maintenence. Dr states there were no other commonalities. Pts all required antibiotics and all recovered. No further info is available.